Event description:
A pt was approx 1/2 way through a 3 hour dialysis procedure. The nurse became aware of a small "pop" and machine completely stopped, appearing to lose power. Nurse also noted a very brief burning or electrical odor. The nurse then attempted to return pt's blood in the venous circuit back to the pt by deploying the manual crank handle on the machine's peristaltic roller pump. She was unable to grasp the crank handle, it appeared to be stuck. She then attempted to turn the roller pump by hand without the crank handle, and was unable to return the blood. As a result, pt lost approx. One unit blood left in the circuit, but there was no apparent consequence to the pt.